Event description:
It was reported that during a laparoscopic prostatectomy procedure, the active blade broke; could be removed. . No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.